Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2007 and mesh was used. The patient experienced pain, mesh erosion, infection, bleeding, vaginal scarring/shrinkage and exposure/extrusion/protrusion, and she has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
(B)(4). Mesh exposure. Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
It was reported that patient underwent mesh revision on (B)(6) 2008 by dr. (B)(6) due to protrusion of mesh.

Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted concurrently with anterior vaginal repair due to vaginal cuff prolapse, grade ii-iii cystocele, stress urinary incontinence and urethrocele. The patient underwent a diagnostic laparoscopy and lysis of adhesion on (B)(6) 2008. The patient underwent anterior and posterior vaginal mesh repair with excision of portion of anterior vaginal wall mesh on (B)(6) 2008. (B)(4).